Event description:
It was reported that a continu-flo blood/solution set leaked out of the second luer activated valve (clearlink). This was observed when priming with baxter hartmann's solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, two retained samples were provided for evaluation. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional underwater leak and air passage tests were performed; no disconnections, leaks or no blockages were identified. A functional test was performed using an infusion pump at a flow rate of 100 ml/hr, delivering 20 ml over 12 minutes and the flow of liquid was observed throughout the set with no issues. Traction testing was performed with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.